Event description:
Seven days post a coronary drug eluting treatment procedure, a thrombosis occurred. The pt presented with a high grade proximal coronary lesion and resting angina. The imaging study was positive for evidence of myocardial ischemia. The 85% stenosed lesion being treated was located in the mildly calcified, moderately tortuous posterior descending (pda) coronary artery. The physician predilated twice with a 2.5x20 mm maverick balloon, which was inflated at 9 atms for 45 seconds. A taxus express2 2.5x24 mm drug eluting stent was placed and deployed at 10 atms for 45 seconds for successful stenting. Final timi flow was 3. There were no pt complications plavix was prescribed. Two days post a coronary drug eluting treatment procedure a 2.5x28 mm cypher was placed in the left anterior descending (lad) artery and a 2.75x18 mm cypher was placed in the circumflex artery (cx). The physician did predilate. Seven days post the initial coronary eluting stenting treatment the pt presented with resting angina. A thrombus was diagnosed in the 2.5x24 mm taxus stent located in the right coronary angina. A thrombus was diagnosed in the 2.5x24 mm taxus stent located in the right coronary artery (rca) /pda. The access site was through the left femoral artery. The physician predilated 3 times wity a 2.5x20mm maverick balloon, which was inflated at 7 atms for 26 seconds. A taxus express2 2.5x16 mm drug eluting stent was placed and deployed at 16 atms for 51 seconds for successful stenting. Final timi flow was 3. There were no pt complications. Pt status reported as "ok".